Event description:
Medtronic received a report that head computer tomography (CT) without contrast on (B)(6) 2025 showed hemorrhagic transformation stroke - ph1, clinically significant. Adverse event(ae) occurred post-procedure. This was not a recurrent or new stroke. Ae had a causal relationship with the disease under study. Ae was not related to underlying condition or disease. Ae did not result from a device deficiency. Patient national institutes of health stroke scale (nihss) 13. The outcome status is recovered/resolved with date of (B)(6) 2025. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the study procedure. Pre-procedure mtici score was 0. Final post-procedure mtici score was 2b.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported initial clot location middle cerebral artery (mca), m1 - right. The subject was enrolled into the study with an existing stroke that converted into hemorrhagic transformation therefore not "new" or "recurrent" per our study definitions. Causality assessment provided as: not related to procedure and devices, causal relationship to disease under study, not related to an underlying condition or disease.